Event description:
During a remote follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.